Event description:
It was reported that the pt underwent spinal surgery with instrumentation. During surgery, the screw was appropriately affixed to the driver with a standard ratcheting handle. The screw broke upon insertion into the pt. The health care professional (hcp) suggested that the head became disconnected from the screw shaft at interface. A metal cutting burr was used to remove the screw head from the shaft. All screw fragments were appropriately retrieved. Pt complications included extended surgery time greater than one hour and increased pt blood loss.

Manufacturer narrative:
(B)(4): the product was returned for eval. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Imaging films were not provided. A review of the device history records did not identify any applicable nonconformance to spec.